Event description:
Discordant, falsely low calcium (ca) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The sample was then repeated on the original instrument, without change. The corrected result obtained on the alternate instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
The customer contacted the (B)(4) customer care center (ccc). Ccc performed remote troubleshooting and ran mix tests which passed. Ccc dispatched a (B)(4) customer service engineer (cse) to check the aliquotter. The cause of the discordant, falsely low ca results is unknown. (B)(4) is investigating this issue.

Manufacturer narrative:
The initial MDR 1226181-2014-00532 was filed on october 23, 2014.additional information/ correction (10/14/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed preventive maintenance. A siemens headquarter support center (hsc) specialist evaluated the instrument data, which indicated proper reagent delivery and no calcium contamination or weak sample mixing. The cause of the discordant, falsely low calcium results is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.